Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. The implantable cardioverter defibrillator went into back up operation due to event queue overflow while communicating with the merlin programmer. The device was successfully restored. The patient was in stable condition.